Event description:
A physician reported that a patient received her first skin test on 10/07/96. On 10/23/96, the skin test site was evaluated revealing the presence of a fluctuant papula; the exact date of onset was unknown. The physician diagnosed a positive skin test. The symptoms persisted at the skin test site. On 05/22/97, the papule came to a head; the physician incised and drained the papula and cultured the contents. Oral keflex was prescribed. As of 06/26/97, the area was much improved and was in the process of resolution.